Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump went blank all of a sudden. They changed the battery out and received a failed battery test. The customer's blood glucose level at the time of the incident was 7.0 mmol/l. Neither the compartment nor the spring were damaged or corroded. Troubleshooting was not completed because it was a past event. They were advised to monitor the insulin pump and to call back if the issue continues or gets worse. The device will not return for analysis.